Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was vomiting and hospitalized for dehydration and high blood glucose levels, which led to diabetic ketoacidosis. Customer was treated with fluids and an insulin drip. Reportedly, cartridge is changed with insulin runs out, and infusion set is changed every 3.5 days.